Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours, despite correction bolus. The pod reportedly fell off the infusion site leg, causing the cannula to dislodge. Additionally, leaking during wear was noted and the cannula was not inserted to his skin. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.